Manufacturer narrative:
Initial.

Event description:
It was reported that the pump displayed an alert indicating an inability to proceed during a supply change, consistent with a stalled motor and failure to infuse, after which the user removed all supplies, completed a successful dry run, replaced supplies, and resumed delivery; connectors and an infusion set were shipped as replacements, and the implicated component relates to the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem and linked the reported failure to the motor component, consistent with a failure to infuse and a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.